Manufacturer narrative:
A ge rep evaluated the system and checked the high voltage cable. System operates as intended. (B)(4).

Event description:
The customer reported the system is intermittently displaying errors during boot up. No pt injury was reported.